Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to verify motor error alarm or alarms during rewind. The insulin pump received with cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call hat the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level was 82 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.